Event description:
(B)(6) with sphincterotomy with attempted stone extraction using a boston scientific trapezoid rx lithotripter compatible basket. The procedure was complicated by breakage of the device, with a resultant wire retained around the stone, and extending proximally up the gi tract out the pt's mouth. The procedure had been done as usual. A company rep was present during the procedure. The stone was unusually large and they were attempting to crush and extract the stone with the largest basket available. The (B)(6) attempts to remove the basket, wires and the stone were unsuccessful. The pt was admitted to the hospital for surgical extraction.